Event description:
Healthcare professional stated that 1/3 of the valve was attached to the left atrium. Possible endocarditis and pannus. Pt had congenital abnormality and prosthetic valve dysfunction. Valve was explanted and replaced.